Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) powers on but the lifeband (lot #unknown) could not retract and then the autopulse platform powered off on its own and couldn't power back on. Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR 3010617000-2021-00106 for the platform.